Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer was unable to initiate a system controller self-test. The customer replaced the controller. No adverse impact to the patient was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient being unable to initiate a system controller self-test was not confirmed. No log files were associated with the reported event. Multiple attempts at retrieving the controller¿s return status were made, and no responses were received. The root cause of the reported event was unable to be determined through this analysis. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users on how to properly perform a system controller self-test. Users are encouraged to perform at least one self-test per day. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.